Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
On (B)(6) 2015 it was reported a dislodgement of indwelling central venous catheter (broviac) in this child with parenteral nutrition- associated liver disease and short bowel syndrome who awaits liver/pancreas/intestinal transplantation. No other pathological findings on examination. Broviac catheter replaced on (B)(6) 2015 without incident. Hospitalization not required and omegaven therapy not interrupted. Diagnosis for use: intestinal failure-associated liver disease.